Event description:
Customer called to report an over infusion of magnesium sulfate. Pump was programmed to deliver one gram magnesium sulfate via secondary mode over one hour (100ml volume). Primary was normal saline. After 15 minutes the nurse noted that the magnesium was almost gone and infusing fast. The pump still showed 75mls left to infuse. Another nurse checked the programming and found no issues. The pump and pcu were changed out. The tubing was used and the infusion proceeded without issues. There was no report of pt harm and no medical intervention required. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The device has been received, but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.